Manufacturer narrative:
To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while bipolar was being used, at times, releasing foot pedal did not stop function. Other times, foot pedal did not work. The pedal was switched out without change. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.